Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms. The device was checked and all shock impedance measurements were normal and consistent. No further troubleshooting was performed and there were no actions or interventions planned. No adverse patient effects were reported. The lead remains in service.